Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. When placing the 2.00x15mm apex monorail balloon in to an unspecified guide catheter it was noted that the shaft had snapped in half. They removed the device and used another apex balloon catheter with the same guide catheter to complete the procedure successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break that had occurred in the hypotube. The break was located at approximately 80.6cm distal to the strain relief. A detailed microscopic examination of the break site identified that the break occurred as a result of a severe kink that developed in the hypotube. Both sections of the broken hypotube were kinked. No issues existed with the profile of the distal tip section of the device. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. When placing the 2.00x15mm apex monorail balloon in to an unspecified guide catheter it was noted that the shaft had snapped in half. They removed the device and used another apex balloon catheter with the same guide catheter to complete the procedure successfully. No patient complications were reported and the patient's status is fine.